Manufacturer narrative:
This report is submitted on november 9, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and an infection at the implant site. Subsequently, the patient was hospitalized (date and duration not reported), treated with IV antibiotics (duration not reported) and underwent two procedures for wound drainage (specific date not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 08, 2021.